Event description:
The customer called and reported her sensor triggered her insulin pump into threshold suspend, and when clearing the alert, it said her blood glucose was 53 mg/dl. The customer checked her blood glucose was at 47 mg/dl. Customer stated she had waited a long time to eat, but felt eating would bring her blood glucose back up. Customer had called to receive assistance with calibration errors. Troubleshooting was performed for this and further assistance was not required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.